Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to centrimag blood pump lot number: l00000015 could not conclusively be determined through this evaluation. It was reported that a transesophageal echocardiogram was performed in the operating room (or) and revealed that the patient¿s left ventricle was not moving much. The team attempted to optimize the patient as much as possible weeks prior to implanting heartmate 3 left ventricular assist system (lvas) by placing the patient on centrimag left ventricle support for 26 days prior to lvas implant. During support, the patient was on and off anticoagulation over a period of 2 weeks prior to lvas implant due to gastrointestinal (gi) bleed. It was noted that there was a possibility of clot from the end of the protek cannula; however, no clots were noted in the left ventricle by the surgeon at the time of lvas implant. The patient expired on (B)(6) 2021. The centrimag blood pump was not returned for evaluation. The centrimag blood pump instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the centrimag blood pump. The IFU warns that systemic anticoagulation should be utilized during device use. Anticoagulation levels should be determined by the physician based on risks and benefits of the patient. The relevant sections of the device history records for centrimag blood pump lot number: l00000015 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003306248-2021-05699. The MFR number should have been cfn-based with the 7 digit cfn being 2916596. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR report number: 2916596-2021-05592. It was reported that the patient passed away due to embolic stroke one day after heartmate 3 implant on (B)(6) 2021 after the family decided to withdraw support. The patient was implanted on (B)(6) 2021, and on (B)(6) at 21:45, right sided weakness was noted by the ICU nurse while the patient was still intubated. Code stroke called at 22:57 with CT of head completed. Just after midnight on (B)(6) 2021, CT results showed diffuse cerebral edema in the left frontal lobe, temporal lobe, and parietal lobe. There were left internal carotid artery and middle cerebral artery occlusions resulting in a large territory ischemic infarct. The patient had a very weak heart, body was in a bleeding state with spontaneous bruising, cachexia, and was losing weight despite augmented nutrition. The pump was working well, considering the dysfunction of the heart. Prior to heartmate 3 implant, the patient was on a centrimag, and was on and off anticoagulation due to a gastrointestinal bleed.